Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: per revision 21 of procedure 3709030, a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004982, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004982 was manufactured according to the work instruction (wi) version 110 and manufacturing in the line 3 on 19-jan-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a01861 was manufactured according to the wi version 59 and manufactured in the machine sc03, on 17-jan-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4a01882 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 19-jan-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to missing part, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.